Manufacturer narrative:
The product was returned for evaluation. Visual inspection found the lens was in two pieces. The optic was cut or torn in half. Both haptics were torn off and were missing. One haptic was torn off just in front of the loop area. The other haptic was torn off at the loop / optic junction area. Due to the damage, functional testing could not be performed. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Manufacturer narrative:
The device was not returned for evaluation. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, we are unable to determine a root cause.

Event description:
A healthcare facility in (B)(6) reported that during implantation of an intraocular lens(iol) the distal haptic was amputated. The procedure was completed with a replacement lens. Details were not provided on the model and diopter of the replacement lens. The incision size was extended. Sutures were not required. The procedure time was increased due to lens removal and implantation of a new lens.